Manufacturer narrative:
The customer biomeds tested the desat alarms and found them to be working correctly. A philips field service engineer went to the customer site and further tested the device and found the device to be functioning correctly; the problem could not be replicated. Status logs were received from the customer, and were reviewed by philips product support engineering (pse). The information provided in the status logs did not include images of the review alarm screen before 16:10 on (B)(6) 2017, and the monitor was not connected to a central station. The issue was reported to have occurred in the morning of (B)(6) 2017; therefore, pse was unable to determine if the device had been silenced at the time of the reported incident. The images after 16:10 (B)(6) 2017 do show alarms, including spo2 and desat alarms, which were silenced. It was also not possible to determine what the actual alarm tone level was at the time of the event. For both instances, namely silencing alarms or alarm tone level, the status logs do not log an event. It is suspected that the nursing staff may have become desensitized to alarms, as they have been seen to press silence unconsciously. It was noted that the baby was suffering desats frequently during the morning of (B)(6) 2017. The cause of the issue remains unknown. The device remains at the customer site. The reported malfunction could not be ruled out. The customer was informed by a customer letter about the outcome of the investigation. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer staff reported that the monitor failed to sound an alarm, when baby desaturated. The staff report that they see the flashing numeric and alarm message, but no sound. The device was in clinical use at time the issue was discovered. The baby is currently on humidified mixed gas feed.